Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code during patient treatment, indicating disabled valves. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer retrieved the device logs and returned them for further investigation. The customer replaced the control printed circuit (pc) board with another control pc board from hospital stock. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation on the date of event while on patient. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion is that the reported issue could be confirmed in the received device logs and that the control pc board was replaced according to the recommendations in the service manual. The cause of the confirmed technical errors couldn't be determined due to lack of returned part.

Event description:
(B)(4).